Manufacturer narrative:
Country japan medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that the battery implanted in the hip feels hot.  The cause was not known, as the battery could be generating heat, or it could be the way the patient feels. The hip on the side where the ipg is implanted feels hot, and the area around the ipg is slightly sore. The device settings were: stimulation voltage (v):1.5, pulse width (¿s): not specified/unknown, impedance (o): around 500 to 1000 o, rate (hz/pps): not specified/unknown, polarity (unipolar or bipolar): bipolar , +electrode number set: not specified/unknown, -electrode number set: not specified/unknown, daily usage time (hrs/day): 24 hours. There was nothing in particular, the impedance was normal, and the cause is unknown. The technician performed telemetry and other tests to check for abnormalities in impedance. After consultation between the doctor and the patient, it was decided to have the patient try to go on with the day-to-day life with the power turned off for a while. Since the effect is not strong to begin with, removal was under consideration.